Event description:
A customer contacted stryker to report an unexpected loss of power to their device. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Nevertheless, it was observed that the battery pins on the well 2 were bent. Consequently, all the pins were replaced and the battery terminal nuts were tightened, as a precautionary measure. After completing these repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.